Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 15 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited oversensing and high out-of-range pace impedance measurements greater than 2,000 ohms. The entire system was explanted and replaced. It was determined that the inner lumen had fractured proximal of the clavicle and distal of the pocket. Upon explant, the inner lumen pulled out of the rv lead approximately 15 cm of the terminal pin while prepping the lead for locking stylet. No additional adverse patient effects were reported. This lead has been returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited oversensing and high out-of-range pace impedance measurements greater than 2,000 ohms. The entire system was explanted and replaced. It was determined that the inner lumen had fractured proximal of the clavicle and distal of the pocket. Upon explant, the inner lumen pulled out of the rv lead approximately 15 cm of the terminal pin while prepping the lead for locking stylet. No additional adverse patient effects were reported. This lead has been returned for analysis.